Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v536705, implanted: (B)(6) 2011, product type: lead. Product ID 3889-28, lot# v564087, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient didn¿t always feel their stimulation and the patient didn¿t feel stimulation from their right implantable neurostimulator (ins) the night prior to report. It was stated when the patient checked their right ins with their programmer they saw a power on reset (por) error code. It was later reported the patient had two inss implanted in their lower back and they were recently told by their manufacturer representative that their battery was dead and needed to be replaced. It was noted the patient¿s battery had been dead for over a week and it was affecting their health. It was later reported the patient had two devices in their back implanted for interstitial cystitis and chronic pain. It was noted the patient was told they had one dead battery and the other side did not have much longer. It was stated the patient was scheduled for a replacement surgery for the day after report but it was cancelled. Patient reported the left ins was off from (B)(6) 2016 and still remains implanted. Patient reported right ins was replaced at it was reached the eos too.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.